Event description:
The user facility had an automated impella controller (aic) in a box for a year. The aic was removed from the box and found to have an out of the box battery failure. No patient use and no harm or injury. The IFU can be followed and a backup console used for patient service.

Manufacturer narrative:
The investigation into the reported "aic - battery failure (red alarm)" has been completed since the original report was filed. Product was returned for investigation. After console was received, the issue was reproduced. Inspection of battery packs revealed both batteries fully depleted (led indicators were blank), and battery test diagnostics showed that batteries could no longer be changed due to internal lock-up caused by cell voltages below thresholds. During testing, batteries were temporarily replaced with known-good ones, and the pbm was able to charge them. Per the IFU, the console should be stored with its power cord plugged into wall ac outlet, which was not the case for automated impella controller (aic). During data analysis, the console logs from the reported day of event are consistent with complaint and show battery failure alarm upon boot-up. Prior boot up was eleven months before that, and there were no battery alarms.